Event description:
It was reported that the attachment heated up during a procedure. A back-up device was readily available and was used to complete the procedure without delay. There were no pt or user injuries, and no adverse consequences were reported.

Manufacturer narrative:
Internal components were evaluated, and extensive corrosion and debris was discovered. The presence of corrosion and debris can lead to increased friction between rotating components, resulting in heat being generated.